Event description:
It was reported while stimulation was on it was "not working anymore." The device pocket site caused the patient discomfort and the patient believed it was affecting his ability to void or have a bowel movement. The patient wanted the device removed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3998, lot# v110881, implanted: 2009 (B)(6), recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4), extension: model 3708260, serial# (B)(4), implanted: 2009 (B)(6). (B)(4).

Event description:
Additional information received reported that the patient received assistance from a manufacturer representative or hcp and his concerns were resolved. The patient did not remember when the appointment had taken place.